Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified (d) cartridge with an unspecified handpiece and viscoelastic. Without the handpiece model it cannot be determined if this is a qualified combination. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon feels the injector caused the plunger to go over the lens optic or the forceps used to load the lens possibly could have caused the scratch on the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) had scratch. There was patient contact but no reported patient impact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon feels the injector caused the plunger to go over the lens optic or the forceps used to load the lens possibly could have caused the scratch on the lens.